Event description:
Baxter germany reported a transfer set with a broken spike. The spike break occurred during the connection. Noted during use. No pt injury or medical intervention related to this incident per baxter affiliate.